Event description:
Healthcare professional reported that patient was injected with 2 syringes of juvéderm® volux¿ with lidocaine in 0.35 cc in pre-jowl and 0.65 cc in the mentonian region. One month later, patient experienced a cough and sinusitis. Two weeks later, patient experienced ¿acute and very important edema on the lower 1/3 of the face. Patient was treated with predsim® 40mg a day for 3 days and allegra® 120mg for three days. Four days later, symptoms has been resolved. Patient is frightened with the possibility of the return of the oedema and wants hyaluronidase to be applied. Device has been discarded.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection(sinusitis), deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.